Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall.  The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported daughter's pledget fell apart upon removal. Consumer and daughter were still attempting to remove pieces remaining inside. Consumer did not seek medical attention and stated that her daughter has no symptoms.